Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 12/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate plus profile saline prosthesis, catalog: 3502375, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with mentor smooth round moderate plus profile saline prostheses, 450cc on the left and 375cc on the right. Deflation on the left breast prosthesis was noticed post procedure by the patient and confirmed by the patient¿s physician. As a result, the patient underwent removal and replacement with a mentor smooth round moderate plus profile 475cc saline prosthesis on (B)(6) 2019; catalog # 3502475.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device evaluation and investigation findings: the device was received with no fluid. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) for the lot number 7596568 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).